Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 results generated for multiple samples. The following example results were provided: (customer provided reference range - 9.01 to 19.05 pmol/l). Initial result 28 pmol/l, repeat result = 16 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I free t4 results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. An increase in complaint activity has been observed for the lot and list number, however, in-house performance testing was completed which indicates the product is performing as expected. Accuracy testing was completed with a retained kit of the complaint lot. Testing met acceptance criteria and the product is performing as expected. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with the likely cause list number. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 65500ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 results generated for multiple samples. The following example results were provided: (customer provided reference range - 9.01 to 19.05 pmol/l) initial result 28 pmol/l, repeat result = 16 pmol/l no impact to patient management was reported.